Event description:
Additional information received that the acute infarction in left posterior cerebral artery (pca) territory with hemorrhagic transformation subarachnoid hemorrhage (sah). The patient's mrs score was 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a final post-procedure mtici score 3; post-procedure 24h nihss 8 and outcome of the event is recovered/resolved on 2024-may-29. Baseline nihss 18; 24h and discharge nihss 8. Sah: causality assessment provided as: possible related to procedure, not related to devices and disease under study, possible related to underlying condition or disease; rationale for the relationship to system or procedure which is a common symptom after the procedure. Acute infarction/ cerebral infarction: causality assessment provided as: possible related to procedure, not related to devices and disease under study, possible related to underlying condition or disease; rationale for the relationship to system or procedure: this is the common symptom after the procedure.

Event description:
Medtronic received a report that a subarachnoid hemorrhage (sah) was found on (B)(6) 2023 in the post 24 hour follow up MRI exam. Acute infarction in other territory was also found in the post follow up exam. There was no further treatment/medication or actions taken. The outcome was recovered/resolved on (B)(6) 2024. The event was not a recurrent or new stroke. The event was not related to the disease under study and possibly related to an underlying disease or condition. The event did not result from a device deficiency. The mrs was 5 and nihss was 18. The final mtici score was 3. The site assessed the sah and infarction as possibly related to the study procedure and not related to the devices. The sponsor assessed the sah as causally related to the study procedure and possibly related to the study devices utilized and the infarction as possibly related to the procedure and devices.

Manufacturer narrative:
Continuation of d10: product ID (unknown); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.